Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced pain, adhesions, small bowel adhered to mesh. After treatment, the patient experienced revision surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an open incisional hernia. It was reported that after underlay implant, the patient experienced pain, adhesions, recurrence, nausea, abdominal pain, small bowel adhered to mesh. Post-operative patient treatment included revision surgery, repair of hernia with mesh, and adhesions taken down, CT-scan, medication. Relevant tests/laboratory data: (B)(6) 2016: discharge summary dated (B)(6) 2016 stated CT of abdomen and pelvis that showed an incisional hernia in the midline of the anterior abdominal wall above the level of the umbilicus containing nondilated loops of small bowel.

Manufacturer narrative:
Additional information: a4, b5, b7, h6(patient codes), additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after a procedure where this device was implanted, the patient experienced pain, adhesions, recurrence, small bowel adhered to mesh. Post-operative patient treatment included revision surgery, repair of hernia with mesh, and adhesions taken down.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an open incisional hernia. It was reported that after underlay implant, the patient experienced pain, adhesions, recurrence, small bowel adhered to mesh. Post-operative patient treatment included revision surgery, repair of hernia with mesh, and adhesions taken down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.